Manufacturer narrative:
(B)(4). Article citation: munhoz, g., cavallieri, f. A., et al. "Sterile abscess due to hyaluronic acid: a new diagnosis and a proposal for treatment - a series of eight cases." Journal of cosmetic dermatology, 31may2022, 21(11), 5562¿5568. Https://doi.org/10.1111/jocd.15135. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Through the article, "sterile abscess due to hyaluronic acid: a new diagnosis and a proposal for treatment - a series of eight cases," it was reported a patient was injected with 4mls of juvéderm® voluma¿ with lidocaine in the chin. Cannula was used. Patient would later have gingivitis and 7 days after the injections experience "few erythema, edema, and pain." Healthcare professional believes the gingivitis was the trigger for the abscess. Laboratory blood tests, including white blood cell count and inflammatory function tests (crp and esr) performed showing an inflammatory condition. Patient was taking 3 different unspecified oral antibiotics and an oral corticosteroid for treatment. Patient underwent a standard drainage with negative microbiology results. Microbiology analysis noted sterile abscess. Patient also undwerwent 2 ultrasound drainages with hyaluronidase. Patient ultimately treated with ultrasound guided treatment known as munhoz- cavallieri lavage protocol. Symptom resolved. This is the same literature article reported under MDR ID# 3005113652-2023-00017 (allergan complaint # (B)(4)), MDR ID# 9617229-2022-04684 (allergan complaint # (B)(4), MDR ID# 3005113652-2023-00019 (allergan complaint # pr 2702204), MDR ID# 3005113652-2023-00020 (allergan complaint # (B)(4), MDR ID# 3005113652-2023-00021 (allergan complaint # (B)(4). This MDR is being submitted for patient 8.